Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, including an event during exercise after disconnecting from the device for approximately two hours, with a documented blood glucose of 44 mg/dl; the user reported significant recent weight loss and stated that weight was updated in the system, and device alerts for low and urgent low were received. Symptoms included hypoglycemia with transient loss of vision. Outcomes included self-treatment with oral glucose and recovery to target range without medical intervention or hospitalization. Investigation included complaint intake, user interview, and education with referral for additional remote clinical training. Investigation of this case revealed no device malfunction reported or observed and no component failure identified; the event was consistent with hypoglycemia of unclear cause in the context of lifestyle changes and disconnection from insulin delivery prior to exercise. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.